Event description:
The customer reported that the keypad was being unresponsive and there was a button error. The blood glucose reading was 189 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response die to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping or scrolling noted. Insulin pump had minor scratches on display window, scratched case and cracked reservoir tube lip.